Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 581528, 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included hypothyroidism, hair loss, bleeding breakthrough, weight gain, tiredness, chronic back pain and premenopause. Concurrent conditions included body mass index normal, depression, pain in hip and leg pain. Concomitant products included nuvaring since (B)(6) 2007 for birth control as well as colecalciferol (vitamin d), magnesium and progesterone. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menopause ("premenopausal"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), hypothyroidism ("hypothyroid"), rash ("rash on left foot"), coital bleeding ("post coital bleeding"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/pain: dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), back pain ("pain: back"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and metrorrhagia ("intermenstrual bleeding"). The patient was treated with levothyroxine sodium (synthroid), thyroid (armour thyroid) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menopause, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, rash, coital bleeding, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, back pain, vision blurred, fatigue, weight increased, alopecia and metrorrhagia outcome was unknown and the hypothyroidism had resolved. The reporter considered allergy to metals, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypothyroidism, menopause, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Current weight (B)(6). Most recent follow-up information incorporated above includes: on 28-feb-2018: the case was upgraded in the incident category. The reporter information was updated. Patient demographic was updated. Her historical and concurrent condition was added. Her lab data was added. Essure lot number was added. Essure indication was added. Essure removal date was added. Concomitant medication was added. Event: severe physical injuries was updated premenopausal, mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hypothyroid, rash on left foot, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic, vaginal discharge, blurred vision, weight gain, hair loss, intermenstrual bleeding, some post coital bleeding, fatigue, and she did not undergo essure confirmation test. Following essure removal thyroid issues returned to normal. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 581528, 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, depression, pain in hip, leg pain, irritability, mood altered, depression, anxiety and vision abnormal. Concomitant products included nuvaring since (B)(6) 2007 for birth control as well as colecalciferol (vitamin d), magnesium, progesterone and testosterone. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menopause ("premenopausal"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), hypothyroidism ("hypothyroid"), rash ("rash on left foot"), coital bleeding ("post coital bleeding/ irregular bleeding after intercourse"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/pain: dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), metrorrhagia ("intermenstrual bleeding/ spotting between periods"), dry eye ("dry eyes") and dermatitis ("dermatitis"). On an unknown date, the patient experienced back pain ("pain: back"), tremor ("tremors") and menstrual disorder ("periods"). The patient was treated with levothyroxine sodium (synthroid), thyroid (armour thyroid) and surgery (bilateral salpingectomy(bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menopause, mood swings, vaginal haemorrhage, allergy to metals, coital bleeding, migraine, headache, dyspareunia, vaginal discharge, back pain, vision blurred, fatigue, weight increased, alopecia, metrorrhagia, dry eye, dermatitis and tremor outcome was unknown and the menorrhagia, hypothyroidism, rash, dysmenorrhoea and menstrual disorder had resolved. The reporter considered allergy to metals, alopecia, back pain, coital bleeding, dermatitis, dry eye, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypothyroidism, menopause, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, pelvic pain, rash, tremor, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Current weight as of (B)(6) 2018: 186 lbs. Approximate weight at the time of essure placement 154lbs. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, weight increased, hypothyroidism". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added:dry eyes, dermatitis, tremors. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic/pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 581528, 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, depression, pain in hip, leg pain, irritability, mood altered, depression, anxiety and vision abnormal. Concomitant products included nuvaring since (B)(6) 2007 for birth control as well as colecalciferol (vitamin d), magnesium, progesterone and testosterone. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menopause ("premenopausal"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), hypothyroidism ("hypothyroid"), rash ("rash on left foot"), coital bleeding ("post coital bleeding/ irregular bleeding after intercourse"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/pain: dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), metrorrhagia ("intermenstrual bleeding/ spotting between periods"), dry eye ("dry eyes") and dermatitis ("dermatitis"). On an unknown date, the patient experienced back pain ("pain: back"), tremor ("tremors") and menstrual disorder ("periods"). The patient was treated with levothyroxine sodium (synthroid), thyroid (armour thyroid) and surgery (bilateral salpingectomy(bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menopause, mood swings, vaginal haemorrhage, allergy to metals, coital bleeding, migraine, headache, dyspareunia, vaginal discharge, back pain, vision blurred, fatigue, weight increased, alopecia, metrorrhagia, dry eye, dermatitis and tremor outcome was unknown and the menorrhagia, hypothyroidism, rash, dysmenorrhoea and menstrual disorder had resolved. The reporter considered allergy to metals, alopecia, back pain, coital bleeding, dermatitis, dry eye, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypothyroidism, menopause, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, pelvic pain, rash, tremor, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Current weight as of (B)(6) 2018: 186 lbs. Approximate weight at the time of essure placement 154lbs. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, weight increased, hypothyroidism". Lot number:581528 man date: 2005-11 exp date: 2007-10. Lot number:620741 man date: 2006-08 exp date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.